Event description:
It was reported that during a da vinci-assisted surgical procedure, tissue began to stick to the wrist area of the force bipolar instrument while the surgeon was performing dissection. The issue prevented the surgeon from moving the instrument efficiently. The instrument was in use for approximately 8 minutes before it was replaced with a backup instrument of the same type. No injury occurred. No bleeding was reported. No tissue was excised. The case was completed robotically with no additional issues reported. The issue resulted in a less than 15 minute surgical delay. No photos or video available for review.

Manufacturer narrative:
The force bipolar instrument was returned for failure analysis evaluation. The instrument was found to be fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.